Event description:
A nurse reported a patient who had an intraocular lens (iol) explanted due to cloudy and shadowy near vision. Additional information was received from the technician who reported the lens was exchanged for a monofocal lens of different power. She stated there were no surgical complications during the initial surgery, but the patient did not like her near vision. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Additional information was requested and received. (B)(4).